Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported by the clinician that this procedure was being performed on a (B)(6) male in his upper arm cephalic vein. The clinician experienced difficulty and had an md intervene. It was discovered that there was a lot of resistance while trying to remove the styleted guidewire that is pre-inserted into the catheter. Attempts were made to try and remove the catheter wire, but each time the wire started to unravel inside the catheter, which was in the pt. There were no pt complications reported.